Event description:
It was reported "during placement of catheter, guidewire threaded with no resistance, then pulling out the tip of the catheter it appeared jagged and not intact. Forearm x-ray showed 13mm catheter fragment in subq tissue of mid right forearm.". Medwatch received 09/30/2021 (B)(4): "when IV team attempted to place new midline, they felt as though the device was not "threading properly", so they removed it in the process of withdrawing the midline they found that part of the device came off and likely became lodged in the patient's left forearm xray obtained showed a 13 mm long catheter fragment visible in the superficial subcutaneous fat of the mid right forearm anterolaterally a (B)(6) presents to the obemergency dept at 37 weeks and 3 days with complaints of possible leakage fluid,".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during placement of catheter, guidewire threaded with no resistance, then pulling out the tip of the catheter it appeared jagged and not intact. Forearm x-ray showed 13mm catheter fragment in subq tissue of mid right forearm."